Event description:
IV out and fluids not in use since previous evening. While cleaning up the room I took down the IV fluids (ivfs) not being used - when tubing was removed from pump a good sized area near to top of the tubing that goes into the pump had expanded like a balloon. Tubing saved and placed in nurse educator's office.